Event description:
It was reported that the attachment was overheating. The device was not being used during a surgical procedure when the issue was detected. There was no pt involvement, and no report of user injury or adverse consequences as a result of this event.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be made if the product is returned, and if the investigation requires.